Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working. The customer was in the hospital due to a stomach ache. The customer had an operation, and was taking pain medication. Unable to determine whether the hospitalization was diabetes related or not. Troubleshooting was not possible at the time of the call. Nothing further was reported.